Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. (B)(6).

Event description:
It was reported to philips that the device displays a "system failure" error. There was no reported patient involvement/adverse patient impact.